Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no output in the bipolar mode. The ipg was reprogrammed to unipolar and is functioning appropriately.